Manufacturer narrative:
This report is filed february 9th, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was re implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2014. This report is filed (B)(4) 2014. Device is currently unavailable.

Event description:
Per the clinic, the patient experienced intermittencies, reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.